Event description:
It was reported that the patient found out that the therapy ¿overrides¿ bladder infections. It was noted that since implant the patient had 3 to 4 bladder infections. It was noted that the patient spoke with the health care provider (hcp) and changed from program 1 to program 2. It was noted that the patient never had therapeutic effect.

Event description:
It was later reported the patient had a loss of therapeutic effect. It was stated the therapy worked good until (B)(6) 2013, when the patient had a bladder infection and since then it had not worked properly. It was noted the patient had problems with leaking and they tried switching programs but that hadn¿t helped.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# va03acm, implanted: (B)(6) 2012, product type lead. (B)(4).